Event description:
The customer's father stated that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was practicing the propper priming procedure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to he best of our knowledge.